Event description:
A physician was removing instruments from a cidex activated dialdehyde solution during surgery and splashed glutaraldehyde into his eyes. The physician was not wearing any eye protection. He flushed his eye with a wash bottle, and called for add'l info. The msda emergency procedures were read, along with recommending that he see an opthalmologist. The physician has seen an opthalmologist and a follow up phone call indicated that eyedrops were prescribed and no permanent injury experienced. The bottle of cidex used was not saved for lot number documentation.